Event description:
A report was received that during a lead revision procedure the physician observed dislodged contacts on the lead. The patient's lead was replaced. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Product evaluation showed the paddle lead had several dislodged electrodes; the cause is unknown. This is a final report.